Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify button keypad anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 563 mg/dl, 500 mg/dl. The customer was treated with insulin pump. Customer also reported that buttons of the insulin pump was not responding and customer was filling tubing on new infusion set and when filling the set he saw insulin coming out. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.